Event description:
It was reported the programmer fans stop and it overheats. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer fan made a lot of noise and was found to be out of mechanical specification. (B)(4).